Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: item#: 00877702803, biolx opt hd/adpt 12/14 28+3.5, lot#: 2955283. Item#: 00620105400, replacement locking ring for use with 54 mm shell, lot#: 63484424. Multiple MDR reports were filed for this event, please see associated reports: liner: 0001822565-2019-00353.

Event description:
It was reported that the patient underwent an initial hip procedure and subsequently 2 1/2 years later, the patient was revised due to dislocation. Attempts have been made and no further information has been provided.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Concomitant medical products: unknown stem - unknown part and lot, unknown cup - unknown part and lot. Reported event was confirmed by review of x-rays showing the femoral head is superolaterally positioned in relation to the cup. Visual inspection of the femoral head shows scuff marks on the articulating surface. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.